Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Enclosure was in poor condition. Tank cover had multiple cracks. Reservoir was filled with water and began to leak rapidly right away. The root cause of the reported issue was found to be a cracked tank cover. Actions were taken to mitigate the reported issue: replaced tank cover and gasket.

Event description:
It was reported that the device was leaking water. No patient injury was reported.